Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) printed circuit board (pcb) and updated the liquid crystal display (lcd) panel. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.